Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had multiple no delivery alarms on the insulin pump. The blood glucose level is unknown. Troubleshooting was performed and the issue was resolved with a set change. Also the self and displacement test were performed and passed, but the insulin pump will be replaced at the customer's request. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, battery tube threads and with minor scratched display window.